Manufacturer narrative:
An empty test strip vial was also returned. The returned vial was visually inspected and no defects were found.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 10 minutes: 216 mg/dl, 78 mg/dl, and 79 mg/dl.